Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rf pic failed selftest. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and alarm did not occur during the rewind/prime sequence. Customer assisted in performing a self test and test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test, displacement test and rewind test. No failed self test error noted.